Event description:
It was reported that outside of surgery the device is not turning on. Per investigation, power cord was frayed therefore the cart will not turn on. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the power issue was confirmed as the power cord was frayed therefore the cart will not turn on. Tech replaced cart power cord and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Not able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.